Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had fluid built up at the pump pocket incision. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken to the or (operating room) that day to have the pump pocket reopened to evaluate and visibly see if the fluid pocket was in direct connection, within the same pocket as the pump, or if there was a membrane in between the pump and the pocket of fluid. The result was unable to be determined. Specimens were collected and sent for culture, and results determined all cultures were negative. It was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.